Event description:
It was reported that this left ventricular (lv) lead presented high capture threshold measurements and lack of capture several days after it was implanted. The lead was tested and was examined by x-ray imaging, it was found to have dislodged, with it getting repositioned and remains in service. No allegation has been received at this time. No additional adverse patient effects were reported.